Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient was progressing well until 3 weeks post op. He then felt a grinding sensation. Presented back to surgeon at 6 weeks - x-ray showed that the liner may have disassociated from the shell. Revised on [date], liner was not locked into shell properly. Ceramic head had been articulating against the shell. Head & liner removed and replaced. Surgeon stated at original surgery he felt the liner was implanted and locked into shell as far as he could see. Experienced surgeon who has done many corail/pinnacle cup thr - has never had this happen in the past. The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4). The photo and x-ray investigation revealed that several anti rotational devices have been sheared off from the altrx neut 36idx54od. Additionally, the rim of the liner presents deformation. Based on the observed damage on the liner and the position of the femoral head in relation to the acetabular cup, it is reasonable to conclude that the liner disassociated from the cup. However, the photo analysis was not able to observe wear. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A dimensional inspection for the liner was unable to be performed due to post manufacturing damage. A manufacturing record evaluation was performed for the finished device number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was confirmed as the observed condition of the liner would contribute to the complained device issue. Based on the investigation findings, a potential cause is traced to component failure. No corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device 122136054/m37m38 number, and no non-conformances / manufacturing irregularities related to the malfunction were identified. Device history review : a manufacturing record evaluation was performed for the finished device 122136054/m37m38 number, and no non-conformances / manufacturing irregularities related to the malfunction were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient had corail pinnacle thr on [date]. Patient was progressing well until 3 weeks post op. He then felt a grinding sensation. Presented back to surgeon at 6 weeks - x-ray showed that the liner may have disassociated from the shell. Revised on [date], liner was not locked into shell properly. Ceramic head had been articulating against the shell. Head & liner removed and replaced. Surgeon stated at original surgery he felt the liner was implanted and locked into shell as far as he could see. Experienced surgeon who has done many corail/pinnacle cup thr - has never had this happen in the past. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? -- unknown, did the patient require revision surgery or hardware removal? Yes. Facility name of original implant. [Hospital]. Was device explanted? True. Did patient require revision surgery? True. If yes, date of revision surgery. [Date], reason for revision surgery. To replace liner and head - liner deformed and not locked into shell; head scratched due to articulating against shell instead of liner., patient status/ outcome / consequences, yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Patient required revision surgery, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, described: patient required revision surgery to replace head & liner., is the patient part of a clinical study, no. Activity level active, (B)(4) device property of, none. Device in possession of, none. (B)(4) device property of, none. Device in possession of, none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.